Event description:
Stryker distributor in iran- third part- reported that ¿the patient is a case of lumbar pain and radiculopathy and multilevel stenosis and degenerative disc. The doctor has done a screw fixation with 8 screws. Pt feels pain in low back after 8 months of her operation and surgeon prescribed pain relief for her. The doctor asks for a control x-ray which shows 2 broken screws¿. Surgeon comments¿ according to the pt¿s MRI images one of the screw (intact one) was implanted in lateral wall of pedicle no insertion in the vertebral body¿

Manufacturer narrative:
As the product has yet to be returned, stryker spine has not confirmed exactly which screw(s) have fractured. The add¿l screws also referenced in this complaint are: cat 482316540, lot b06745. Xia 3 titanium polyaxial screw dia 6.5 x 40 mm. Cat 482316540, lot b12956. Xia 3 titanium polyaxial screw dia 6.5 x 40 mm. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.